Event description:
Customer reportedly obtained a result of 245mg/dl on the aviva system and took 7 units novolog insulin based on result. Within approximately 17 minutes, the customer required assistance from a layperson in drinking juice due to low blood glucose symptoms. The customer tested 50mg/dl on the aviva system after treatment. Requested return of suspect and replacement stent.